Event description:
Customer called stating nothing was exiting from the device. During troubleshooting leadscrew made complete rotation but nothing exited. Spring clip was engaged and drivenut checked out. Customer on manual injections to stabilize blood glucoses.